Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection before use, the cs300 intra-aortic balloon pump (iabp) indicated that the iab loop is leaking and the accessories need to be replaced. There was no patient involvement as the event occurred before use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the performance of the equipment after replacing the safety disk; all are within the normal parameters. The fse used only one safety disc accessory and checked accessory performance; it can be used. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine inspection by department staff before use, the cs300 intra-aortic balloon pump (iabp) indicated that the iab loop is leaking and the accessories need to be replaced. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
Updated fields: b4, e1, e2, g3, g6, h2, h10.

Event description:
N/a.